Event description:
During attempt to predilate a calcific lesion in a native vessel of a post CABG x2 patient; on 1st attempt to inflate indeflator, the balloon would not maintain any pressure. A blood return in the inflation tube of catheter was noted.